Event description:
A report was received that the patients spinal cord stimulator (scs) system did not help with the pain. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) system did not help with the pain. The patient underwent an explant procedure.